Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
Upon receipt of the device, the user reported that a hematocrit saturation color chip failure error occurred. Since the event occurred upon receipt, there was no pt involvement during this event.